Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('pelvic actinmyces infection') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions. Concomitant products included antibiotics. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criteria hospitalization, medically significant and intervention required) and underwent transfusion ("blood transfusion"). The patient was hospitalized from (B)(6) 2018. The patient was treated with surgery (essure device removal 11feb2019 bilateral salpingostomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic infection and transfusion outcome was unknown. The reporter considered pelvic infection and transfusion to be related to essure. The reporter commented: date of other essure related surgery : (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2021: mr received. New reporter and patient's medical history added. Event: "infection" updated to "pelvic actinmyces infection" and event "medical device removal" was deleted. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included antibiotics. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required) and transfusion ("blood transfusion") and experienced infection ("infection nos"). The patient was hospitalized from (B)(6) 2018. The patient was treated with surgery (essure device removal (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, infection and transfusion outcome was unknown. The reporter considered infection, medical device removal and transfusion to be related to essure. The reporter commented: date of other essure related surgery: (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included antibiotics. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required) and transfusion ("blood transfusion") and experienced infection ("infection nos"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with surgery (essure device removal (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, infection and transfusion outcome was unknown. The reporter considered infection, medical device removal and transfusion to be related to essure. The reporter commented: date of other essure related surgery: (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.